Event description:
It was reported that the patient had lots of ventricular tachycardias and low flow alarms. On the graph on the heartmate touch, it appeared to have abnormal graphs from approximately (B)(6) 2025 to (B)(6) 2024. The log file captured flows less than 2.5lpm between (B)(6) 2025 at 0511 and 0550. The low flows resolved on (B)(6) 2025 at 0653 to (B)(6) 2025 at 1527 when the power/ flow returned to operating ranges expected for a set speed of 8400rpm. 2 additional low flows were noted on (B)(6) 2025 at 1152 and 1154. The mechanical circulatory support (mcs) equipment was operating as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow alarms; however, a specific cause for these events could not be conclusively determined though this evaluation. A direct correlation between heartmate ii left ventricular assist system (lvas), serial number vad-61987, and the reported events could not be conclusively determined through this evaluation. The submitted log file contained events from (B)(6) 2025. Low flow hazard alarms were captured on (B)(6) 2025. No other notable events or alarms were captured, and the pump appeared to be operating as intended at the fixed speed. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU and hmii lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists cardiac arrhythmia as a potential adverse event that may be associated with the use of the heartmate ii lvas. This section also provides an explanation of pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, provides more information regarding pump parameters and also describes situations which may result in low flow, including changes in patient conditions. Per design of the system, once each monitoring cycle, the calculated average flow value is compared to the limit - 2.5 liters per minute (lpm). If the calculated value is less than the expected value, a low flow hazard is posted to the log file. A ten second delay is imposed between the detection of a low flow hazard alarm condition and the activation of the associated audio and visual indicators on the controller. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. Section 6, under ¿pump performance monitoring¿, also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.